Manufacturer narrative:
Device evaluated by MFR: the flexible cannula was returned for analysis. Residue was present inside the device to indicate use. The cannula was cut in two during removal of the guidewire. A visual evaluation found that the flex cannula was buckled/accordioned in multiple locations. The cannula was found to be stretched in multiple places. The distal end of the flex cannula appeared undamaged so the outer and inner diameters were measured at this location and were found to be within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MFR report #: 2134265-2010-02709. It was reported that during a ureteral stenting procedure the wire became stuck in the stent catheter. The procedure was eventually completed with the same ureteral stent. Per the site, there was no damage to the stent or wire. There were no patient complications.

Event description:
Same case as MFR report #: 2134265-2010-02709 it was reported that during a ureteral stenting procedure the wire became stuck in the stent catheter. The procedure was eventually completed with the same ureteral stent. Per the site, there was no damage to the stent or wire. There were no patient complications.

Manufacturer narrative:
(B)(4)